Manufacturer narrative:
(B)(4). A batch review will be performed. One use sample was available at the plant for evaluation. No defect was observed during visual inspection. A preliminary functional test was performed by connecting the patient control module (pcm) unit to a 10ml syringe, filled with water. After the water started flowing inside the pcm¿s reservoir/pillow, water was continuously flowing out of the pcm's basal luer even without depressing the pcm's white button. The pcm unit was also tested by connecting it to a testing basal bolus infusor unit and the reported condition was confirmed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between august 8, 2013 and august 14, 2013. Evaluation: the cause of the reported condition could not be determined. A CAPA is open to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an over-infusion was noticed on a 2ml patient control module (pcm). The pcm was connected to a japanese basal/bolus infusor. There was patient involvement but no patient injury or adverse event reported. No additional information is available.